Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive architect total hcg result for a patient sample. The following data was provided (interpretation of results </= 5.00 miu/ml is negative, >/= 25.00 miu/ml is positive): initial result = 902.01 miu/ml, repeat result after sample was re-centrifuged = <1.2 miu/ml crystals were dissolved near the pipetting opening used for testing. After doing so, sample was repeated and result = 726.22 miu/ml patient underwent b-scan ultrasound, no IV contrast was used. There was no evidence of pregnancy sac on ultrasound. No impact to patient management was reported.

Manufacturer narrative:
Additional information section d10 - concomitant product, and h4 - device mfg date. The field service representative (fsr) inspected the instrument, performed troubleshooting, and found dry serum/crystallization/particles near the pipetting opening for testing. The diverter, load and unload - moulded base part was cleaned which resolved the issue. Service verified the system function with a control run. No additional discrepant results have been reported since the part was cleaned, and service activity completed. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service tickets for false positive b-hcg results have been reported. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the diverter, load and unload - moulded base, did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr for serial number (B)(6) , or the diverter, load and unload - moulded base, was identified.

Event description:
The customer observed a false positive architect total ¿-hcg result for a patient sample. The following data was provided (interpretation of results </= 5.00 miu/ml is negative, >/= 25.00 miu/ml is positive): initial result = 902.01 miu/ml, repeat result after sample was re-centrifuged = <1.2 miu/ml crystals were dissolved near the pipetting opening used for testing. After doing so, sample was repeated and result = 726.22 miu/ml. Patient underwent b-scan ultrasound, no IV contrast was used. There was no evidence of pregnancy sac on ultrasound. No impact to patient management was reported.